Event description:
A customer reported obtaining imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 1.1 mmol/l and 8.6 mmol/l within a 10-minute timeframe. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification.